Event description:
Two complaints were communicated to the company by the healthcare professional. Without data suggesting otherwise, it is assumed that both events occured in the same procedure. Both events are combined in this report. Event #1: the catheter fractured distal to the suture wing and the catheter body was allowed to migrate into the patient at the insertion site. The fracture occurred during a dressing change. Efforts were made to prevent the catheter from migrating up into the patient's arm. The patient required interversion at another healthcare facility for removal. Event #2: the healthcare professional communicated that they experienced an "introducer break off" but the nurse was able to remove it.